Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure and the root cause of this failure is attributed to a component failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the instrument log for the small grasping retractor (part #: 470318-10/ lot #: n10210202 0089) associated with this event has been performed. Per logs, the small grasping retractor was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - sigmoid colectomy. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm small grasping retractor instrument was not working. There was no report of patient involvement and no reported injury. The small grasping retractor is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.